Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported that the device will not go into standby mode after completing the upgrade. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
PMA/510k: 26may2020. Date of report: 27may2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer changed the breathing circuitry supplies and downgraded the software to 2.30. The issue was resolved and the device was able to go into standby mode. The customer decided that they would stick with software 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03jun2020. B4: 04jun2020. The field service engineer had suggested that the customer perform performance verification testing (pvt) suspecting that the flow or pressure sensors were offset and/or are out of specification. The conditions in the device's software used to enter and exit standby have not changed since software 1.0. Since the breathing circuity was changed for this device's resolution, it is likely the error was caused by a setup issue and not related to the revision of software. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.